Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00440. It was reported that one of the patient's leads had fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.